Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No display ramping on its own anomaly noted. No further testing could be performed due to unresponsive buttons. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched lcd window and debris under display window.

Event description:
It was reported that the up arrow button is sticking. Customer's blood glucose level at the time 200mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.